Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. It was reported that the pump emitted an occlusion alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the pump¿s black box history showed no errors, alarms, or warnings related to the complaint were recorded. The data from the date of the complaint had been overwritten due to continued use of the pump. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration was found to be within the required specifications. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of cracked force sensor traces. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump emitted an occlusion alarm randomly was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.